Event description:
It was reported that this patient experienced a pneumothorax during placement of an right ventricular (rv) lead. The physician attempted to access the axillary vein to gain venous access, which subsequently led to the pneumothorax. The pneumothorax was treated promptly and the patient remains hospitalized. This rv lead and cardiac resynchronization therapy defibrillator were successfully placed during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced a pneumothorax during placement of an right ventricular (rv) lead. The physician attempted to access the axillary vein to gain venous access, which subsequently led to the pneumothorax. The pneumothorax was treated promptly and the patient remains hospitalized. This rv lead and cardiac resynchronization therapy defibrillator were successfully placed during the procedure. No additional adverse patient effects were reported.